Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level displayed as "high," exceeding 500 mg/dl. The customer addressed the issue by using a correction injection via multiple daily injections (mdi). Technical support instructed the customer to inspect and clean the pump areas and to reload the cartridge. After testing with another filled cartridge and following the on-screen instructions, the customer successfully loaded the cartridge onto the pump and resumed insulin delivery.